Manufacturer narrative:
On (B)(6) 2020, device evaluation was completed. Device evaluation summary: during visual evaluation no apparent damage or visual anomalies were observed on the returned device. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 8, 2020, mentor became aware that the patient's bilateral removal only surgery was on (B)(6) 2020. Hence, field d7 for explantation date has been updated to (B)(6) 2020 on this form. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/16/2020, mentor became aware that the date of surgery is (B)(6) 2020, patient experienced right side pain, event date was (B)(6) 2019, patient age was 42, race and ethnicity information was provided as white/ caucasian, and date of birth was provided as (B)(6) 1977. Hence, following fields have been updated on this form: is required intervention has been selected under section b; field b2; field d7 has been updated to 4/1/2020; field h6 method code has been updated to "device not returned". This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 21, 2020, mentor became aware that the surgery date was moved from 4/1/2020 to (B)(6) 2020 due to covid. Hence, field d7 for explantation date has been updated to (B)(6) 2020 on this form. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 13, 2020, mentor became aware that this was patient's primary breast augmentation was never updated under any supplemental reports submitted. It was reported as unspecified breast surgery under the initial report. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a hat female patient of an unknown age and ethnicity underwent unspecified breast surgery augmentation with 310cc mentor smooth round high profile on both sides and experienced right side breast implant deflation and unspecified health issues. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient¿s left-sided device.